Manufacturer narrative:
Device not returned

Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to the customer's blood glucose (bg) level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.